Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative learned that the facility biomedical engineer crossed-checked the control panel and the flow sensor of the centrifugal pump system with tubing clamp and found that the reported issue followed the control panel. The biomedical engineer traced the fault to the flow board. The livanova service representative tested the device and was unable to reproduce the reported issue. The flow board was replaced and additional testing was performed without issue. The system was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the control panel of the centrifugal pump system with tubing clamp intermittently displayed no flow during maintenance. There was no report of patient injury.